Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient did not wear mask while performing peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy pd effluent. On the same day of onset, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and route of administration not reported). At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Upon follow up, it was reported the abdominal pain and cloudy effluent were manifestations of the fungal peritonitis. The patient did not respond to the peritonitis treatment and was not recovered from the event. Thirty days prior to the receipt of this report, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.